Event description:
During attempt to place an aspire stent in the prviously angioplastied r sfa that was highly calcified, the stent placed but was unable to fully deploy the self expanding stent because it would not release a distal point catheter. Pt continued to have poor flow to the distal leg as it was prior to the attempted procedure. By the end of the procedure the stent was deployed proximal to the lesion but there is partial occlusion in the distal part of the stent even after the stent was inflated with a balloon. A smart stent was successfully deployed. A partial occlusion continued in the distal end of the aspire stent. Rep with vascular architects was contacted regarding this issue.